Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure the clips from the device were criss-crossing and then jammed. It is unknown how the procedure was completed. No additional information is available. There were no patient consequences reported.